Event description:
Diabetes ketoacidosis (three times within twelve months) [diabetic ketoacidosis]. Case description: this serious spontaneous case from (B)(6) was reported by consumer as "diabetes ketoacidosis (three times within twelve months)" with an unspecified onset dates, and concerned a (B)(6)/years-old male patient who was treated with novopen 3(insulin delivery device), novorapid penfill (fast-acting insulin aspart) and levemir penfill (insulin detemir) all from an unknown start date due to "type 1 diabetes mellitus". Patient's height, weight and body mass index was not reported. Medical history included type 1 diabetes mellitus (duration not reported). On an unknown date, the reporter contacted to get two more echo pens for her father and mentioned that her father experienced three diabetic ketoacidosis episodes in the past 12 months which required hospitalisation. Since her father has been using the echo pen, he has not had any episodes. No further information was available, as the reporter did not want to take this matter further, as the echo pen has solved the situation. Action taken to novopen 3 was not reported. Action taken to novorapid penfill and levemir penfill was not reported. The outcome for the events "diabetes ketoacidosis (three times within twelve months)" was recovered on an unknown dates.